Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). See manufacture report number 2032227-2015-16077 for sensor report.

Event description:
Customer reported via phone call, she was having issues with the sensor. During troubleshooting for the sensor was being performed. The customer mentioned she had low blood glucose level of 32 mg/dl. She treated with orange juice. She wasn't sure if the insulin pump had gone into threshold suspend, but stated he didn't think it did alarm he was low. No troubleshooting was performed on the insulin pump, only for sensor. The customer is not returning the insulin pump for analysis.